Manufacturer narrative:
Further information was requested, but not yet received.

Event description:
It was reported that the patient presented for a routine device change out. Prior to the procedure, upon device interrogation it was observed that the right ventricular lead exhibited unspecified capturing problems. The lead was capped and replaced on (B)(6) 2024. The patient condition was stable.

Event description:
New information received notes that the lead exhibited inadequate capture.